Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that the charger was displaying "insert battery" with a battery inserted and "battery charging" when the battery is removed. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger not functioning properly / displays "insert battery" with battery inserted / displays 'battery charging' when battery removed) has been confirmed. Upon eval, there was corrosion on the battery board, as well as on components c28, i1, r47, and r20 on the bedside board. The cause of the improperly functioning charger/modem is the contamination on the battery board and bedside board inside the charger/modem. The root cause of the contamination could not be positively identified, but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/ modem. The pt received a replacement charger/modem.